Manufacturer narrative:
The ge service rep replaced the footswitch. He tested the footswitch with no further problems. System operating as intended.

Event description:
The customer reported that the system continues to fluoro after footswitch is released. The footswitch is stuck.